Manufacturer narrative:
(B)(4) date sent: 10/4/2022 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample determined that a staple in box shape was received inside of a plastic bag and no device and reload were returned for analysis. The event described could not be confirmed. The staple legs should be bent in a ¿b¿ shape which can vary from a tightly wound "b" to a box shape. The legs must be formed parallel to or pointing toward the crown. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. No lot or batch were provided, the batch history records could not be performed.

Manufacturer narrative:
(B)(4). Date of event is 2022, event day and month unknown. Batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) What is the most current patient health status and condition? An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a bariatric procedure using this particular device that the last staple came out rectangular in shape and not attached to tissue.